Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. The manufacturing site reports "as per IFU, the connector assembly features of endotracheal tube was designed in such a way that the connector can be removed and connected back to the tube when the tube is required to be cut to length. There is precaution stated in the IFU that the 15mm connector should be firmly seated in the tracheal tube to prevent disconnected during use." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "et tube inserted by anesthetist who stated that the tip comes off and the tube is hard and not easy to put an introducer in. The doctor has also stated that this tube is dangerous to be used". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4); n/a; other remarks: n/a; corrected data: n/a.

Event description:
It was reported that "et tube inserted by anesthetist who stated that the tip comes off and the tube is hard and not easy to put an introducer in. The doctor has also stated that this tube is dangerous to be used". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.